Event description:
It was reported to boston scientific via a peer-reviewed article published in bju international (2022) that a large, multicenter prospective cohort study was conducted to evaluate the safety and efficacy of rezum water vapor thermal therapy for the treatment of lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph) in patients with large prostate glands (>=80 ml). The study included 83 patients with a median prostate volume of 100 ml, treated at two high-volume canadian centers between april 2019 and december 2020. Clinical outcomes were assessed over a 12-month follow-up period using validated symptom scores, uroflowmetry measures, and sexual function questionnaires. The results demonstrated significant and sustained improvement in urinary symptoms and quality of life. International prostate symptom score (ipss) improved by up to 59% at 12 months, and ipss quality of life scores improved by 70%. Objective measures showed improvement in maximum urinary flow rate (qmax) by 59% and post-void residual urine volume (pvr) by 62% at 12 months. Erectile and ejaculatory function were largely preserved throughout follow-up. Regarding safety, the procedure was well tolerated. No clavien-dindo grade iii or higher adverse events were reported. Twelve patients required temporary re-catheterization due to a failed trial of void, three patients reported reduced or absent ejaculation, and two patients required subsequent greenlight intervention within one year. No life-threatening events, permanent impairments, or patient deaths were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. B3. Date of event: actual event date is unknow; article publication date has been selected. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Elterman d, bhojani n, vannabouathong c, chughtai b, zorn kc. Rezum therapy for >=80 ml benign prostatic enlargement: a large, multicentre cohort study. Bju int. 2022 oct;130(4):522-527. Doi: 10.1111/bju.15753. Epub 2022 may 7. Pmid: 35466513.

Event description:
It was reported to boston scientific via a peer-reviewed article published in bju international (2022) that a large, multicenter prospective cohort study was conducted to evaluate the safety and efficacy of rezum water vapor thermal therapy for the treatment of lower urinary tract symptoms (luts) secondary to benign prostatic hyperplasia (bph) in patients with large prostate glands (>=80 ml). The study included 83 patients with a median prostate volume of 100 ml, treated at two high-volume canadian centers between april 2019 and december 2020. Clinical outcomes were assessed over a 12-month follow-up period using validated symptom scores, uroflowmetry measures, and sexual function questionnaires. The results demonstrated significant and sustained improvement in urinary symptoms and quality of life. International prostate symptom score (ipss) improved by up to 59% at 12 months, and ipss quality of life scores improved by 70%. Objective measures showed improvement in maximum urinary flow rate (qmax) by 59% and post-void residual urine volume (pvr) by 62% at 12 months. Erectile and ejaculatory function were largely preserved throughout follow-up. Regarding safety, the procedure was well tolerated. No clavien-dindo grade iii or higher adverse events were reported. Twelve patients required temporary re-catheterization due to a failed trial of void, three patients reported reduced or absent ejaculation, and two patients required subsequent greenlight intervention within one year. No life-threatening events, permanent impairments, or patient deaths were reported.

Manufacturer narrative:
B3. Date of event: actual event date is unknown; article publication date has been selected. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Elterman d, bhojani n, vannabouathong c, chughtai b, zorn kc. Rezum therapy for >=80 ml benign prostatic enlargement: a large, multicentre cohort study. Bju int. 2022 oct;130(4):522-527. Doi: 10.1111/bju.15753. Epub 2022 may 7. Pmid: 35466513.